Manufacturer narrative:
(B)(4). Date sent: 3/30/2026. Additional information was requested and the following was obtained: what were the indications for surgery? Cancer. What surgical procedure was performed? Low anterior resection. What healthcare professional fired the device and what is his/her experience with the device? He has been using the device for over 3 years. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? No. Was a purse string device use or a triple firing technique used? Purse string device. Was the device difficult to close? No. Was the device difficult to fire? No. How may counter-clockwise revolutions of the adjusting knob were used to open the device? 2 full rotations. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. Yes, the donuts were complete was a complete transection of the white breakaway washer visually confirmed? There were staples through the breakaway washer. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. No. What is the current status of the patient? Patient has now gone home with no issues.

Manufacturer narrative:
(B)(4). Date sent: 3/2/2026. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was a purse string device use or a triple firing technique used? Was the device difficult to close? Was the device difficult to fire? How may counter-clockwise revolutions of the adjusting knob were used to open the device? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What is the current status of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, fired the stapler, as per IFU. Did 2 full rotations of the knob to remove, but the gun would not budge when he tried to fishtail it out of the patient through 90 degrees. Opened the anvil another half turn and the device was still stuck. The cdh eventually came out of the patient, but the anvil was stuck in the anastomosis. He did a rigid sigmoidoscope and injected air to do the leak test, while the anvil was still in the anastomosis and the anvil shot up into distal colon. Extraction site had to be made bigger to do the colotomy. He then had to make an incision in the distal colon to remove the anvil and suture this closed. When they inspected the donuts there were 2 complete donuts. He also noted that there were staples on the white washer. The patient still in hospital ¿ no issues at present and he thinks he will be able to discharge them soon.